Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdomen - pain") and depression ("depression") in a 26-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), back pain ("lower back pain"), abdominal tenderness ("lower abdominal tenderness") and dyspareunia ("pain after intercourse"). In (B)(6) 2018, the patient experienced depression (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the abdominal pain lower, alopecia, back pain, abdominal tenderness and dyspareunia had not resolved and the depression was resolving. The reporter considered abdominal pain lower, abdominal tenderness, alopecia, back pain, depression and dyspareunia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Ntaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdomen - pain") and depression ("depression") in a (B)(6) female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), back pain ("lower back pain"), abdominal tenderness ("lower abdominal tenderness") and dyspareunia ("pain after intercourse"). In (B)(6) 2018, the patient experienced depression (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the abdominal pain lower, alopecia, back pain, abdominal tenderness and dyspareunia had not resolved and the depression was resolving. The reporter considered abdominal pain lower, abdominal tenderness, alopecia, back pain, depression and dyspareunia to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.